Event description:
Initial information: tried to place stent in rca when it came off the system. They crushed the stent with a balloon and then placed an abbott vision stent to cover the crushed stent. Patient is currently in stable condition. Additional information received dec 14 2016: doctor was trying to deliver the stent to the lesion. Stent wasn't able to cross lesion and ended up coming off the delivery system. They tried to retrieve with snare but was unable to. So they crushed the stent with a balloon and then placed an abbott vision over the crushed stent. The physician was trained with the procedure. Visual inspection was performed prior to use, and the stent was handled properly and used according to the IFU. The doctor did not notice damage to the system prior to use. The vessel was calcified but was not tortuous. Pre dilation was not performed. Following the procedure the system was inspected and was found to be undamaged. The condition of the patient was stable.